Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the shock impedance decreased since. Ts also noted that the pacing impedance followed a similar trend on the right ventricular (rv) lead and left ventricular (lv) lead channels. The pacing impedance remained within range. Ts suggested a potential reprogramming option. Subsequently, the device was reprogrammed. The device remains in use. No adverse patient effects were reported.